Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the hospital for hypoglycemia with blood glucose levels of 23 mg/dl. This was all of the information that was able to be obtained.